Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the device¿s keypad was intact with no peeling. All keypad buttons responded properly. No contamination was found under the key contacts. There was evidence of moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.